Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the sheath split inside patient while trying to thread PICC into patient." Additional information received stated that all pieces of the sheath were retrieved from the patient without medical or surgical intervention. Furthermore, the catheter was able to be placed. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, defective peel-away catheter for analysis. Signs of use in the form of biological material were observed. Visual examination revealed one sheath tab was separated from the sheath body. A portion of the sheath body remained molded to the hub. The separation points appeared stretched and jagged. One score line was separated completely down the extrusion. The other score line was still intact. The total length of the sheath body measured to be 2 13/16" which is within the specifications of 2 5/8"-2 7/8" per product drawing. The sheath inner and outer diameter could not be accurately measured as one of the score lines had already become split. Functional testing was performed by splitting the score line (score line still connected) down the extrusion. The score line appeared to split as intended. Performed per IFU statement, "grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length". A manual tug test confirmed the remaining tab was fully secured to the sheath body. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a peel-away sheath tearing incorrectly was confirmed through complaint investigation. Visual examination revealed one sheath tab was separated from the sheath extrusion. The sheath met all relevant dimensional requirements. The appearance of the defect is consistent with damage due to a manufacturing process. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the sheath split inside patient while trying to thread PICC into patient." Additional information received stated that all pieces of the sheath were retrieved from the patient without medical or surgical intervention. Furthermore, the catheter was able to be placed. Patient condition reported as "fine".